Event description:
The screwdriver broke, the tip was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The screwdriver broke, the tip was left in the patient. Examination of a provided x-ray confirms the report. The instrument was not returned for evaluation. The lot code required to determine manufacturing age and perform a lot specific database search was not provided. It is possible the root cause is related to a supplier process for which corrective actions are already established. Without instrument evaluation or knowledge of the manufacturing lot code the investigation is unable to determine a root cause. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.